Event description:
Infected pocket. Total system extraction this event is related to 2183787-2024-00005.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.